Event description:
The customer reported high milliamperage (ma) errors. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A ma null calibration and a filament calibration were performed. The system was confirmed to be operating within specification and returned to service.